Event description:
It was reported that a patient presented to the hospital on (B)(6) 2022 after losing consciousness. Upon interrogation, it was noted that there was intermittent pacing on the patient's right ventricular lead. It was also noted that there was low pacing impedance and noise present as well. Lead fracture was suspected. The lead was capped and replaced on (B)(6) 2022. There were no patient consequences.

Event description:
New information notes that the noise on the patient's right ventricular lead resulted in oversensing.